Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device seemed to be losing charge faster and taking longer to charge up. This started about a month prior to the report. The patient wondered about getting the device tweaked as it was not doing the job and they were having pain when first waking up. The first hour after the patient wakes up they cannot walk, but it gets better during the day. No further complications were reported.